Event description:
It was reported that on (B)(6) 2011 the patient experienced a stroke. On (B)(6) 2011, the patient was admitted to the hospital and underwent an rx acculink stenting procedure in the right internal carotid artery on (B)(6) 2011. Approximately 20-30 minutes post stenting procedure, the patient became somnolent and unresponsive, experiencing an additional stroke in the interventional recovery area. CT scan of the head showed a positive large intracranial bleed. The patient was administered oxygen, placed on blood pressure medications, blood pressure perimeters were monitored and the patient was made a do not resuscitate. The stroke scale on (B)(6) 2011 was scored at a 36 with the patient in a coma state. The patient was monitored until his death on (B)(6) 2011. There was no additional information provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects of cerebrovascular accident (stroke), hemorrhage, hypertension and death are listed in the rx acculink carotid stent system instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined; there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.